Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be related to the reprocessing hat was not conducted properly due to leakage from s-cover. The event can be prevented by following the instructions for use which state: detection methods are written in IFU: gif-ez1500 operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. The legal manufacturer reviewed the costumer provided cleaning disinfection and sterilization (cds) process where no obvious deviation from the instructions for use (IFU) were identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the following: due to wear of scope cover, water tightness is lost; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, bending angle in left direction does not meet the standard value; distal end cover is shaved; adhesive around objective lens has corrosion; adhesive around lght guide lens has corrosion; adhesive on bending section cover or distal sheath rubber had a crack; adhesive on bending section cover or distal sheath rubber had foreign objects; connecting tube had coating peeling; and universal cord has a scratch. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had its angulation out of standard and bending section cover or distal sheath rubber had foreign material. There were no reports of patient involvement